Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011603, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011603 was manufactured according to the work instruction (wi) version 100 and packaging in the multivac 14 on 11/feb/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l04441 was manufactured according to (wi) version 66 and manufactured on the machines sc05 & sc06, on 11/feb/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l04464 was manufactured according to (wi) version 66 and manufactured on the machines sc05 & sc06, on 30/jan/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that during the final outgoing inspection the test 8 one sample was found with the bent steel needle and other with the release liner delaminates from adhesive patch. According to the extended's sampling have been accepted. Therefore, the review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: two extended for the test 8 during the process were found unrelated to the reported malfunction, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.